Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The investigation for the reported issue has been completed. Console logs, obtained from the cloud, show large number of positioning and suction alarms, which started occurring approx. 12 hours since pump start, at which time optical signal snr became low and erratic. Console was not returned for investigation due to lack of maintenance contract and customer not responding to po. Root cause of reportedly false positioning alarms could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported that the aorta placement signal consistently drifted above the calibrated a-line during patient support. Support was maintained with the aic and implanted pump. No patient harm has been reported.